Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not functioning properly and gave the customer a lot of insulin like 17.0 units. The mother stated that the device also alarmed motor error alarms. The blood glucose reading was 201mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found several motor error alarms. Assisted the mother to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.